Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The pump was received with scratched display window, cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer was recommended to try to remove the battery for 2 hours and insert a new battery. If issue persists, the customer was advised to perform 8 hours pump restart. The customer will be sent a replacement pump.